Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found that would result in the needle deploying early. It could not be determined when the needle deployed. A root cause for the reported needle deploying early could not be determined. The formed needle was observed to be in the exposed portion of the soft cannula. The linkage assembly view through the top housing was observed to not be fully retracted. After opening the pod, score marks were found on the top housing, indicating increased friction between the two components due to a misalignment.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle deployed early when the pod was activated; this indicates a needle mechanism failure. The pod was not worn and no high blood glucose levels were reported.